Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage'), abortion spontaneous ('pregnancy: stillbirth/miscarriage') and genital haemorrhage ('bleeding: general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffectve". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain: dysmennorhea (cramping)"), pelvic pain ("pain: pelvic/abdominal"), abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), kidney infection ("kidney infection"), headache ("headaches"), intestinal obstruction ("bowel blockage") and back pain ("back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, kidney infection, headache, intestinal obstruction and back pain outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, headache, intestinal obstruction, kidney infection, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for dysmennorhea, pelvic/abdominal, menorrhagia, general . Abnormal, migration . Concerning the injuries reported in this case, the following ones were reported via social media - kidney infection, headaches, and bowel blockage most recent follow-up information incorporated above includes: on 15-apr-2020: social media report received: additional reporter were added, event - kidney infection, headaches, and bowel blockage incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffectve". The patient's medical history included right lower quadrant pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("bleeding: general abnormal bleed"), dysmenorrhoea ("pain: dysmennorhea (cramping)"), pelvic pain ("pain: pelvic/abdominal"), abdominal pain ("pain: pelvic/abdominal"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), kidney infection ("kidney infection"), headache ("headaches"), intestinal obstruction ("bowel blockage") and back pain ("back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, kidney infection, headache, intestinal obstruction and back pain outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain and heavy menstrual bleeding had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, intestinal obstruction, kidney infection, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for dysmennorhea, pelvic/abdominal, menorrhagia, general . Abnormal, migration essure itself could not be seen at the conclusion of the case because it was buried in the adhesion. Concerning the injuries reported in this case, the following ones were reported via social media - kidney infection, headaches, and bowel blockage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: mr received. Reporter information, medical history added. Date of insertion, date of removal, rcc updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage'), abortion spontaneous ('pregnancy: stillbirth/miscarriage') and genital haemorrhage ('bleeding: general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), pelvic pain ("pain: pelvic/abdominal"), abdominal pain ("pain: pelvic/abdominal") and menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic/abdominal, menorrhagia, general, abnormal, migration. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received- previously reported event ¿injury¿ updated to ¿bleeding: menorrhagia (heavy menstrual bleeding)¿, events-¿general abnormal bleed, pregnancy: stillbirth/miscarriage, device ineffective and essure confirmation test not performed and migration¿, patient¿s date of birth, reporters address added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffectve". The patient's medical history included right lower quadrant pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("bleeding: general abnormal bleed"), dysmenorrhoea ("pain: dysmennorhea (cramping)"), pelvic pain ("pain: pelvic/abdominal"), abdominal pain ("pain: pelvic/abdominal"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), kidney infection ("kidney infection"), headache ("headaches"), intestinal obstruction ("bowel blockage") and back pain ("back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, kidney infection, headache, intestinal obstruction and back pain outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain and heavy menstrual bleeding had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, intestinal obstruction, kidney infection, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for dysmennorhea, pelvic/abdominal, menorrhagia, general . Abnormal, migration essure itself could not be seen at the conclusion of the case because it was buried in the adhesion. Concerning the injuries reported in this case, the following ones were reported via social media - kidney infection, headaches, and bowel blockage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.